Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion and the device met expected longevity.

Event description:
It was reported that the patient experienced many shocks due to a ventricular tachycardia storm and the device had early battery depletion as a result. The device was explanted and replaced with a new one. No patient complications have been reported as a result of this event.